Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt the ecgs were not recognized. The cause for the failure was isolated to an broken red (can h) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire could not be positively identified. No adverse event resulted from the damaged belt.